Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "in 2000 my wife, had her right hip replaced and in 2003, she had her left hip replaced. We have been told by the surgeon's office that both hip replacements were stryker-osteonics products. On (B)(6) 2011, her left hip dislocated. After two weeks of trying to recover and her hip dislocating two more times, an operation was performed on (B)(6) 2011. During the surgery, it was discovered that a part, or parts, of the replaced hip required replacement. We are concerned about her left hip remaining repaired and we are also concerned that her right hip may dislocate in the future. In reviewing your web site, it appears that your commitment to customer satisfaction is excellent. This whole situation has caused my wife great discomfort and my question is, does your commitment to customer satisfaction reach all the way to the patient. I would like to hear from you and your thoughts on this matter as we decide how we should proceed."